Manufacturer narrative:
Section a4, a5 and a6: unknown, information not provided. Section b3: date of event: exact date is unknown/not provided. Best estimate date is on or after sep 30, 2024. Section d6b: if explanted, give date: not applicable as the device remains implanted. Section h3 (no): the device was not returned for evaluation (the lens remains implanted); therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported of something in the eye causing inflammation in three patients which were implanted with the monofocal intraocular lenses (iols). That during the post-op examination, the doctor noticed something going on within eye. It is unknown if the issue significantly affected patients' daily activities. Treated with steroids and continued evaluation of eye. On (B)(6) 2024, the doctor confirmed that all patients are doing well and recovering from post-op iritis recurrence. No product is being returned. No further information was provided. This emdr report pertains to patient #3. Separate reports are being submitted for the other two patients.